Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported feeling unwell and presented to the hospital, initially believing her symptoms were related to pregnancy. However, the symptoms were found to be caused by elevated blood glucose levels. At the time of admission, her blood glucose was 18 mmol/l (324 mg/dl) and her ketone level was 1.2 mmol/l. The pod had been worn between 25 and 36 hours, and upon removal, the cannula was observed to be bent. She was treated with food and an insulin pen, which helped stabilize her blood glucose levels. The hospital visit lasted 4 hours, and the pod was subsequently discarded.